Manufacturer narrative:
The returned device was evaluated and no timeouts or drive stalls were observed. No damages were observed. Inspection of the patient history buffer data indicated that the pod returned egvs (estimated glucose values) of -1 and -5, indicating loss of signal between the pod and cgm (continuous glucose monitor). The pod was able to re-establish connection with the cgm and restore normal operation. The pod was reset and reran without incident and reacted appropriately to simulated high and low blood glucose values. The cause of the reported communication error could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and thirst. The patient reports after eating and delivering multiple blouses their blood glucose level had not decreased. The patient removed the pod. The patient reports their continues glucose monitor and their pod values was incorrect. Once at the hospital the patient was treated with intravenous fluids. The patient was at the hospital for 4.5 hours.